Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The manufacture alleging burnt, missing filter, scratched screen and contaminated pcb. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.